Event description:
It was reported that the patient's IV meropenem, 2000mg in 100ml of normal saline (ns) was set up to infuse at 2330 at a rate of 33.3ml/hr for 180 minutes as a secondary infusion where the primary was 500ml (ns) at 200ml/hr. The alarm sounded on the pump at 0230 and it was showing the keep vein open (kvo) on the screen for the basic infusion. However the antibiotic had not infused. The infusion was set up correctly, according to the customer, and nothing had been left clamped. The clinician then reprogramed and restarted the medication. The patient was not harmed by this event.

Manufacturer narrative:
Additional information : imdrf annex a, b and g codes. Additional information : manufacturer narrative. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12dec2012. The review was performed from the date of manufacture to the present date 07jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the patient's IV meropenem, 2000mg in 100ml of normal saline (ns) was set up to infuse at 2330 at a rate of 33.3ml/hr for 180 minutes as a secondary infusion where the primary was 500ml (ns) at 200ml/hr. The alarm sounded on the pump at 0230 and it was showing the keep vein open (kvo) on the screen for the basic infusion. However the antibiotic had not infused. The infusion was set up correctly, according to the customer, and nothing had been left clamped. The clinician then reprogramed and restarted the medication. The patient was not harmed by this event.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182),b17 - device not returned,c20 - no findings available, a26 - insufficient information (3190). Additional information : imdrf annex a, b and c codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the patient's IV meropenem, 2000mg in 100ml of normal saline (ns) was set up to infuse at 2330 at a rate of 33.3ml/hr for 180 minutes as a secondary infusion where the primary was 500ml (ns) at 200ml/hr. The alarm sounded on the pump at 0230 and it was showing the keep vein open (kvo) on the screen for the basic infusion. However the antibiotic had not infused. The infusion was set up correctly, according to the customer, and nothing had been left clamped. The clinician then reprogramed and restarted the medication. The patient was not harmed by this event.